Event description:
It was reported that a user experienced a pairing failed alert while attempting to use a dexcom g7 continuous glucose monitor (cgm) sensor and entered the pairing code incorrectly; the user then toggled settings and successfully entered the correct code. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem, and classified the issue as an improper or incorrect procedure or method with no applicable device component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.

Manufacturer narrative:
Initial.